Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 3.75 x 10mm (oss310) with crown attached was returned for investigation. Visual inspection of the as returned product identified some damages on implant most likely from removal process but no evidence of any significant damage on the body. However, it was identified badly placed, thus could not be tested in-house. Functional testing to recreate the reported event could not be performed due to the nature of the event. Pre-existing condition noted on the per was type ii (moderate) bone density and oral hygiene. The implant had been placed on tooth 23 (fdi) for approximately 13 years 5 months. X-ray or picture images were not provided. The device history record (DHR) was not available electronically for the subject lot number (544596). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot number (544596) for similar event using keywords 'unable to place', 'primary stability', 'buccal', 'lingual', 'mesial', 'medial', 'labial', 'orientation', 'migration', and 'malpose'. And no other complaints were identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: other) or product (oss310). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). UDI not available.

Event description:
It was reported that the doctor explanted the implant due to a change in treatment with the patient since the implant was very badly placed.